Event description:
It was reported that (1) device was used during a laparoscopic total hysterectomy. It was reported by the affiliate that the lcs15 firing ring was blocked and cannot be gripped and closed. The operation was then turned to an open procedure to complete the case.